Event description:
I was being treated at (B)(6) facility for an endoleak after an abdominal aortic aneurysm repair a year ago. While undergoing surgery in interventional radiology, the coil being placed broke off inside an artery. Unfortunately, this was not the artery that was being targeted for the coil. I was admitted to the hospital for monitoring. I have serious concerns and doubts about what had happened. The surgeon told me it was a defect in the coil manufactured by boston scientific. I do not know more of the details, but suffice it to say I believe I have a broken coil manufactured by boston scientific inside my superior mesenteric artery restricting and diverting the arterial vascular supply to my small intestine and ascending colon. I have serious concerns about short and long term treatment and monitoring. Although (B)(6) informed me they would follow up with serial exams and assess for bowel ischemia, as of this date, no appointments have been scheduled. I'm told to return only when I have severe pain in my abdomen. No steps have been taken to monitor the broken coil, none has been scheduled to date. I have been informed that if the broken coil does move, it may cause damage to my colon, which will result in 50-100% of my colon being removed. They have had no follow up even with this abnormally high lactate acid result.